Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The high threshold and pacing not delivered when required allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. The lead was found to be dislodged. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. The lead was found to be dislodged. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.